Event description:
It was reported that the patient had an atrial fibrillation (af) episode and due to an incorrect interpretation of signal, anti-tachycardia pacing (atp) was delivered and failed. The failed atp resulted in inappropriate shocks being delivered by the device resulting in an arrhythmia of ventricular fibrillation (vf). The shocks from the device were unable to terminate the vf arrhythmia resulting in patient death.

Manufacturer narrative:
The results of the software analysis are inconclusive since relevant information related to the event was not able to be obtained. No files at the time of the event were available on merlin.net. Based on the information received, the cause of the reported incident could not be conclusively determined. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.